Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer stated that the insulin pump was not working properly. The customer stated that the time and date was incorrect. The customer was assisted in correcting the time and date. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected blank display due to the original battery leaking and corroding the vibrator motor power harness. Unable to complete the self-test, sleep current measurement, active current measurement and delivery accuracy test due to blank display. The insulin pump passed rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a scratched case and a pillowing keypad overlay.